Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience alpine everolimus eluting coronary stent system, instructions for use as a known patient effect. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the 3.25x18mm xience alpine stent was implanted on (B)(6) 2018. On (B)(6) 2018, the patient was readmitted with hypo-osmolality, hyponatremia and other cardiovascular symptoms. On (B)(6) 2018 with gastrointestinal bleed. The treatment performed was not reported and the patient died. No additional information was provided.